Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: - seroma-late breast: unable to observe since it is not related to the device. -edema: unable to observe since it is not related to the device. - breast pain: unable to observe since it is not related to the device. -anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient representative reported right side exchange from textured to smooth due to the patient's concern with the product. Patient later reported "pain and swelling." Healthcare professional reported via company representative "fluid." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluid".

Event description:
Patient representative reported right side exchange from textured to smooth due to the patient's concern with the product. Patient later reported "pain and swelling." Healthcare professional reported via company representative "fluid." The device has been explanted and replaced.